Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, while trying to clamp the aorta, this fogarty hydrajaw insert came off the clamp and dropped into the patient cavity. The device was recovered and no further intervention was needed. There was no allegation of patient injury. Patient demographics unable to be obtained.